Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, swelling, tightness, and loss of shape. Treatment includes "nurofen and panadol for pain". The device has not yet been explanted.